Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. A visual inspection of the incident device revealed no tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficult in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during a laparoscopic oophorectomy and salpingectomy, the jaws would not open. The tissue around the jaws had to be resected to remove the device and some oozing occurred. Another device was opened and used to complete the case without further incident. There was no patient injury.